Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the pacing threshold measurements were not acceptable when the lead was placed in the atrium. The ra lead was repositioned several times but the pacing threshold measurements remained unacceptable. As a result, this ra lead was removed and successfully replaced to complete the implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.